Event description:
It was reported that the burr speed exceeds the set operational speed. A 1.25mm and 1.75mm rotalink plus were used together with a rotablator console. During procedure, it was noted that the speed would go straight to 300,000rpm exceeding the set operational speed of 160,000-180,000, with the adjusting knob unable to bring the speed down. The procedure was completed with a different device. There were no patient complications reported.